Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer: 24jun2019. The touch screen assembly was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the touch screen assembly revealed no damage or contamination. An investigation was performed and the reported complaint of the touchscreen unresponsive was not duplicated. There is no fault found on the returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 19mar2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen. The manufacturer's field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touchscreen unresponsive. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.